Event description:
It was reported that the dynesys cords had pulled out of the dynesys screws at l2 and the set screws were still tightened down.

Manufacturer narrative:
This report will be amended when our investigation is complete.